Manufacturer narrative:
H4: the lot was manufactured between april 11-15, 2024. The actual device was received for evaluation containing 23 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during infusion. The expected therapy was 46 hours, but the infusion did not finish 72 hours after starting treatment. The device contained 90 ml fluorouracil (5-fu) and 14 ml diluent having a total volume of 104 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.